Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. It was noted that the outer sheath was kinked at 57 mm distal to the distal handle. The stainless steel shaft was kinked mid shaft. During analysis, it was possible to partially deploy, reconstrain and fully deploy the stent; however resistance was encountered when moving the outer sheath over the stainless steel shaft kink. No issues were noted with the profile of the deployed stent or the inner shaft. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was initially reported to boston scientific corporation that a wallflex enteral duodenal stent device was used during a duodenum stenting procedure performed on (B)(6), 2012. According to the complainant,the indication for the stent placement was to treat a 60 to 80 mm lesion which was located in the duodenum of a patient with duodenal cancer. It was reported that the patient's anatomy was tortuous. During the procedure, the device was advanced to the target lesion; however, the stent was unable to be deployed. No visible issues were noted to the device. The procedure was successfully completed with another wallflex enteral duodenal stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results which found part of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath.